Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a lens defect.

Event description:
On 04/21/2022 it was reported by a sales representative via (B)(4) that an ar-3210-0040 nanoscope handpiece displayed debris on edges of image causing reduced visibility. Tried cleaning and troubleshooting. This was discovered during use in a wrist procedure. The case was completed using a new ar-3210-0040.